Event description:
It was reported that malfunction alarm Malf 12 occurred on pump, with no notable events before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted Technical Support, received guidance to reset pump, and successfully cleared malfunction without recurrence; customer was advised to continue using pump and to call back if malfunction returned, and there was no additional information received regarding any further outcome.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.